Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite burette infusion set experienced leakage. The following information was provided by the initial reporter: around 2030 tpn line stopped due to air in line, when writer was fixing line the line began to leak below the drip chamber, line was clamped at patient and to bag.

Manufacturer narrative:
The following possible lot numbers d4: medical device lot #: 21105445. D4: medical device expiration date: 07oct2024. H4: device manufacture date: 07oct2021. D4: medical device lot #: 21105039. D4: medical device expiration date: 20oct2024. H4: device manufacture date: 20oct2021. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-dec-2022. H6: investigation summary one sample of material number 10015012 was submitted for quality investigation. The customer complaint of air bubbles/air-in-line was verified by inspection. The air-in-line issue was determined to come from a tear of the tubing below the drip chamber. The tubing was not fully separated from the drip chamber, however, the tear was significant to allow for leakage when priming and air-in-line/ bubble are visible at the same time. The lot number for the infusion set was reported as unknown. The possible lot numbers for this assembly was identified using the smartsite ID numbers on the sample submitted. A device history record review for model 10015012 lot number 21105445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the air bubbles/air-in-line that is seen in the sample, is from a tear in the infusion set tubing below the drip chamber. The tear is from a kink at the bottom of the drip chamber. The kink looks to have been created due to an improper coiling process after the tubing and drip chamber are assembled. Updates to the assembly process have been implemented to correct this issue. The lot number identified for this sample was manufactured before these changes were implemented.

Event description:
It was reported that the bd alaris pump module smartsite burette infusion set experienced leakage. The following information was provided by the initial reporter: around 2030 tpn line stopped due to air in line, when writer was fixing line the line began to leak below the drip chamber, line was clamped at patient and to bag.